Manufacturer narrative:
Device investigation summary ¿ one matneu scr ø1.5 self-drill l4 tan was returned to us for investigation. The received condition is described as following: received the screw head without the shaft which became disjointed. The visual inspection has shown that the recess does show slight marks of use but otherwise does not show damages which prevent the insertion of a screwdriver. The shaft was not returned and has ripped off the middle section of the screw head. Root cause could not be defined exactly. It is likely that too much force was applied in a twisting direction could have led to this breakage. As the shaft was not returned, no measurements could be taken. No manufacturing related failure was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Additional manufacturing locations, for the associated non-sterile parts, include (B)(4). (Lot number): the exact lot number for the complainant part is unknown, but likely 9518347 (non-sterile 7969035) or 9515625 (non-sterile 7970450). Without verification of an exact lot number, the following UDI numbers are possible for this device: (B)(4). Device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The device is not distributed in the unites states, but is similar to a device marketed in the u.s. The investigation could not be completed; no conclusion could be drawn as no product was received. Additional manufacturing release dates, for the associated non-sterile parts, include: april 6, 2015 and april 17, 2015. Device history record reviews were completed on each of the two (2) possible lot numbers for this device. Results are as follows: part 04.503.104.04s / lot 9518347, manufacturing location: (B)(4) - manufacturing date: june 10, 2015 - expiry date: june 1, 2025 no non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR for this lot¿s non-sterile counterpart was also conducted. Lot 7969035 was manufactured in (B)(4) on april 6, 2015 with no ncrs, part 04.503.104.04s / lot 9515625, manufacturing location: (B)(4) - manufacturing date: june 10, 2015 - expiry date: june 1, 2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR for this lot¿s non-sterile counterpart was also conducted. Lot 7970450 was manufactured in (B)(4) on april 17, 2015 with no ncrs. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a craniotomy on (B)(6) 2015 to enucleate a brain tumor. During the procedure, one of the reported screws broke at its shaft. The tip of broken screw was left in the patient¿s skull. The surgery was completed without any delay. This report is 1 of 1 for (B)(4).